Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). Patient reported several issues. Patient developed an ileus three days post op. Required a one week hospital stay. Attributed to anesthesia at scs implant by hcp. Resolved now. Also incisional pain at ins site since implant. Hcp has prescribed lidocaine patches and ice which help, however, issue continues. Surgical intervention did not occur and is not planned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.